Manufacturer narrative:
(B)(4). D6a: implant date - 1992. D10: unk mallory head. G2: foreign ¿ event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years post-implantation, the patient underwent a hip revision due to liner wear and associated synovitis. The head and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha. Patient had a revision. During the revision, polyethylene induced synovitis was noted with predictable wear of the liner. No periacetabular osteolysis. The liner and head were exchanged. No other findings noted. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.